Manufacturer narrative:
The reported event was confirmed, however, the cause is unknown. Four photo samples of a red rubber lubricath catheter with 0102l18 printed on the cap was returned with its balloon burst. A potential root cause could be due to "high modulus latex". As a physical sample was returned it cannot be determined if the device failed specifications. Based on the photo sample and the reported event, there appears to be a relationship between the device and the reported event. Based on the event, it appears that device was used or treatment. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "warning: on catheter, do not use ointments or lubricants having petrolatum base. They will damage latex and may cause the balloon to burst. 5cc balloon: use 10ml sterile water" with the statement "do not exceed recommended capacities." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the coude catheter fell out of the patient on (B)(6) 2019 after being placed on (B)(6) 2019. The patient went back to the emergency room to have a new catheter placed. Per follow up with patient's wife on (B)(6) 2020, it was reported that the balloon burst the day after placement, causing it to fall out of the patient prematurely. The patient was seen in the emergency room (ER) due to difficulty urinating and pain. The patient also experienced elevated blood pressure (193/92) when vitals were checked in the ER during his visit. The ER nurse replaced the catheter and advised the patient to keep the new catheter in place for 5 days. There was no reported medical intervention and the patient is currently having no side effects due to the reported event.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the coude catheter fell out of the patient on (B)(6) 2019 after being placed on (B)(6) 2019. The patient went back to the emergency room to have a new catheter placed.